Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a thoracic aortic dissection .  It was reported the patient presented emergently to ER with chest pain . A CT performed showed the presence of a retrograde type a dissection. The patient had open arch surgery as treatment of the same date and the event resolved.  Per the physician , it appeared the rtad originated at a point of contact where a  suprarenal stent of the stent graft made contact with the aortic arch and may be the cause.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5; additional information recieved ; it was reported that during the open arch surgery, the procedure consisted of a emergent median sternotomy, aortic valve resuspension, ascending aortic replacement, hemiarch with direct reimplantation of the innominate artery, hypothermic circulatory arrest <(>&<)> antegrade cerebral perfusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported type a dissection was confirmed; however, the cause of the event could not be determined. Lack of pre-implant CT¿s did not provide opportunity for more in depth analysis of the patient¿s dissection anatomy pre-treatment. Although no clear stent graft issues were observed near the dissection, it is possible that the interaction of the stent graft implanted into a patient with a previous thoracic dissection may have been a factor in occurrence of this type a dissection. It is also possible that unknown patient co-morbidities may have been a factor. False lumen perfusion was also identified on the returned films. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out potential endoleak sources was not seen, making determination of the contrast leakage difficult. Analysis of the returned images did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.